Manufacturer narrative:
Our field service engineer has been on site and has started the investigation. A supplemental medwatch will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that the ventilator shutdown while it was connected to a patient. There was no patient injury. (B)(4).